Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was repositioned once on a surgical procedure different from the initial surgery. It, subsequently, dislodged again. Finally the lead was explanted and replaced for a new one. No additional adverse patient effects were reported.